Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in the clinic, low out of range, high voltage lead impedance was observed. The patient was asymptomatic. The patient was stable throughout the interrogation and will continue to be monitored.